Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Pt. Complained of pain. Surgeon removed a v40 metal head and a 40mm liner and replaced the liner and head with a x3 40mm liner and a universal biolox 40mm head with sleeve. "On (B)(6) 2015 a revision of the left total hip was performed for change to a ceramic­ plastic bearing for a diagnosis of failed left total hip arthroplasty, trunnionosis, altr, and osteolysis trochanter."

Manufacturer narrative:
An event regarding alleged pain, altr, and osteolysis involving a metal head was reported. The event was not confirmed. Product evaluation and results: not performed as no devices were received for evaluation. A review of the provided primary and revision operative reports, MRI reports, implant sheet, office notes, pathology reports and x-ray printouts by the consulting clinician indicated "there is no examination of the explanted components and no histopathology report, x­ rays or MRI findings confinning a diagnosis of altr. There is no evidence the symptoms described and the indications for revision were the result of trunnionosis or altr. A modest elevated serum cobalt in a patient with longstanding bilateral total hip arthroplasties is not diagnostic of altr, particularly in the absence of mars MRI findings or progressive x-ray pathology. This situation could all relate to mild response to poly debris rather than from trunnionosis, or could simply be explained by a trochanteric bursitis." Indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The reported event for alleged altr was not confirmed nor a root cause could be determined on the basis of the review of the provided primary and revision operative reports, MRI reports, implant sheet, office notes, pathology reports and x-ray printouts by the consulting clinician indicating "there is no examination of the explanted components and no histopathology report, x­ rays or MRI findings confinning a diagnosis of altr. There is no evidence the symptoms described and the indications for revision were the result of trunnionosis or altr. A modest elevated serum cobalt in a patient with longstanding bilateral total hip arthroplasties is not diagnostic of altr, particularly in the absence of mars MRI findings or progressive x-ray pathology. This situation could all relate to mild response to poly debris rather than from trunnionosis, or could simply be explained by a trochanteric bursitis." If devices and/or additional information become available, this investigation will be reopened.

Event description:
Pt. Complained of pain. Surgeon removed a v40 metal head and a 40mm liner and replaced the liner and head with a x3 40mm liner and a universal biolox 40mm head with sleeve. "On (B)(6) 2015 a revision of the left total hip was performed for change to a ceramic­ plastic bearing for a diagnosis of failed left total hip arthroplasty, trunnionosis, altr, and osteolysis trochanter."